Event description:
It was reported an issue with optilene suture packaging. The client reported that the suture packaging was damaged/melted when the product box was opened. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 2,124 units. There are no units in stock in b. Braun surgical's warehouse. We have received 287 closed samples for analysis. We have checked the samples received and 70 out of 287 have the package melted/damaged as can be seen in enclosed pictures. However, the instructions for use (IFU) and the product boxes do not show any defect. After investigation, it has been determined that this incidence probably took place during the transport of the material from our commercial warehouse to our customer's facilities in bogota (colombia), when some undetermined event of very intense heat has melted the plastic and tyvek of the packaging. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. As no other complaints have been received involving this code batch, we consider that these are isolated units, not affecting the whole batch. Final conclusion: taking into account that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.